Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device found the impactor was worn. The noted damage is consistent with device wear out from heavy usage and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that sigma hp femoral notch impactor is starting to crack at the notch area and needs to be replaced. No delay or adverse event was experienced. No additional information is available.